Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. A correction to the b5 should be : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache, lightheadness related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The external and internal aspect of the device was evaluated and no contamination was observed by the manufacturer. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer and no error was found by the manufacturer. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation observed and the unit was scrapped.